Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being too tight in flexion. The surgeon reduced from a 15mm to a 13mm.